Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 12atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.